Manufacturer narrative:
Consumer destroyed the product and we were unable confirm that it was a sunbeam heating pad.

Event description:
Consumer is alleging that when she turned on her heating pad, a flame shot out of the controller and burned her cheek and eye.